Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had been beeping for awhile. The patient was referred to their physician. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient was brought to their clinic due to a high impedance alert. In clinic, the shock impedances were tested and were normal, and there was no noise. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed irregular and intermittent high impedances, as well as impedances of zero ohms. The device and electrode were subsequently explanted and replaced. Noise and oversensing were reported on the electrode and high shock impedances of greater than 125 ohms were reported on the device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had been beeping for awhile. The patient was referred to their physician. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient was brought to their clinic due to a high impedance alert. In clinic, the shock impedances were tested and were normal, and there was no noise. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed irregular and intermittent high impedances, as well as impedances of zero ohms. The device and electrode were subsequently explanted and replaced. Noise and oversensing were reported on the electrode and high shock impedances of greater than 125 ohms were reported on the device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.